Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-op the tool doesn't fix. There was no patient involved. Additional information received during service and repair ,a small piece of burr was stuck inside internal visao.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info. Received bur doesn't fix at visao and blade broken while changing the bur. It broke from rear end and there were no fragments detached from the broken device. No fragments get in contact with the patient. Broken parts contained in the handpiece .

Manufacturer narrative:
H3:it was noted the visao was received in cosmetically good condition; not possible to insert a bur during pre-test, a small piece of a bur was stuck in visao. Visually, there was no discernable damage in the construction of the device. The overall length of the portion of the bur returned measured 0.7525 inches and the specification for the bur tang length is 0.750 inches, therefore the returned bur was within specification. The distal outside diameter of the tang should measure 0.0919 ± 0.003 inches and the actual measurement was 0.091 inches which was within specification. The proximal outside diameter of the tang should measure 0.056 ± 0.002 inches and the actual measurement was 0.055 inches which was within specification. Functional testing could not be performed due to the broken state of the device. There was an out of specification condition that was related to the complaint (due to physical damage). Previous codes: d14, b17, c20 are no more applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received during service and repair, a small piece of burr was stuck inside internal visao. There were no loose fragments and the device was in specification, only broken from the rest of the bur.